Event description:
The customer reported a generator error. The system shuts down when this occurs. No patient injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair information is not available.